Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10.the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found.the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the indication phenomenon is the malfunction of bi circuit board. The likely cause of the reported malfunction is caused by aging deterioration as it has been six years and four months since the subject device was manufactured.olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the asset monitor to have no output due to a start-up and front panel control malfunction due to a defective/failed patient (bi) board. The device was repaired to specifications and returned to asset stock. A review of the asset monitor's repair history indicates the monitor was last serviced on (B)(6), 2020; inspection only/no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to have no output due to a start-up and front panel control malfunction. There was no reported allegation of any problem associated with the device and there was no patient involvement reported to olympus.